Manufacturer narrative:
Insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip, broken belt clip slot and missing end cap sticker. Compromised force sensor system alarm during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. Insulin pump passed displacement test. Unable to perform occlusion test and excessive no delivery test due to compromised force sensor system alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and error alarms. The customer¿s blood glucose level was 233 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis